Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. No material is being returned.

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough resulting in elevated blood glucose levels.